Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2018. According to the complainant, during the procedure, the stent could not be fully deployed. When the physician attempted to pull the guide catheter to release the stent, it was noticed that the guide catheter broke. The broken guide catheter remain within the push catheter, enabling the device to be removed in once piece and the procedure was successfully completed with this device. There were no serious injury or adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h10: a visual examination of the returned device was performed and found that the guide catheter was totally damaged, it was found broken, kinked and stretched in several locations; consequently, confirming the reported event. Based on the product analysis, the issue have been generated by excessive manipulation of the device by the user and or excess of force applied to the product. Additionally, it is very important to consider the event description where states that the physician kept shaking and moving it around until it got released, since this is evidence that the device was probably damaged during its use or handling. Therefore, cause traced to component failure, is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and no anomalies were observed.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2018. According to the complainant, during the procedure, the stent could not be fully deployed. When the physician attempted to pull the guide catheter to release the stent, it was noticed that the guide catheter broke. The broken guide catheter remain within the push catheter, enabling the device to be removed in once piece and the procedure was successfully completed with this device. There were no serious injury or adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.